Event description:
The report received indicated that during the procedure, the balloon was very slow to deflate; however, the balloon did deflate and the surgeon completed the case with no further intervention. There was no injury or adverse event to the pt.

Manufacturer narrative:
The product is available for evaluation, however, as of to date, it has not been returned. Please note that based on the reports of deflation, difficulties encountered with the fire star ptca balloon catheter, cordis corporation has initiated a worldwide voluntary recall for all distributed lots. Add'l info will be submitted within 30 days upon receipt.